Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and opening extended on posterior. A visual and microscopic analysis was performed which identified: opening crease sharp on posterior, opening smooth on radius, stress marks, wear abrasion, crease fold and observed 40 mm dark patch edge material inside gel device. Based on the device analysis the final assessment is: an opening crease sharp on posterior assessed as fold flaw opening. A smooth opening on radius assessed as smooth opening.